Event description:
After removing the balloon from the tuohy a long piece of foreign "plastic type" material was found. This material which appears like a very thin piece of string measured approx 23 cm long and at one end was separated into 2 parts. This material was completely removed from the tuohy and no adverse events occurred to the pt. The mx2 shaft was examined after the case and a 4cm length piece of material was noted coming out of the z-component which has never been seen before. There also is obvious damage [jagged flairing on one side] noted to the shaft of the balloon where the z-component slides over. We believe that we are seeing part of the inner lumen which somehow became separated from the balloon shaft.